Event description:
The customer state there is no ac power indication and battery is not charging system is working fine on battery. No pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.